Event description:
During testing at the user facility, at start up the device alarmed with a s321 (motor error-pmc, left) and a s421 (motor error-pmc, right) malfunction alarm code. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.